Event description:
In 1999, dr implanted a 27mm aortic st. Jude medical mechanical heart valve sjm masters series with silzone coating (model 27ahps-605) and performed a double bypass procedure. The pt was part of the artificial valve endocarditis reduction trial (avert) and had a history of hypercholesterolemia, hypertension, smoking and coronary artery disease. In 1999, the pt experienced "ventricular fibrillation and cardiac arrest on an acute myocardial infarction." The pt's ejection fraction was 20% "with pre-ecc external cardiac massage" and he was admitted for emergency surgery. Coronary artery bypass grafting times five was performed and an intra-aortic balloon pump was placed. The heart could not be revived and the pt expired in the operating room. The cause of death was reported to be a coronary embolism; however an autopsy was not performed. It is unknown if the valve remains implanted.

Event description:
Six days post-operatively, the pt experienced ventricular fibrillation and cardiac arrest. The pt suffered an acute myocardial infarction. Emergency surgery was performed. CABG x5 were performed and an intra-aortic counter-pulsation was placed. A coronary embolism was suspected. The pt expired the same day.